Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A biomedical engineer reported that the system did not have ultrasounds when pressing the footswitch during a cataract surgery with intraocular lens (iol) implant. The switches functioned but nothing happened when pressed. The nurses tried to change the cassette. At the time of this report it was unknown if the surgery could be finished. The footswitch had been exchanged on (B)(6) 2015. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The issue was confirmed, however, (via event logs). The footswitch, footswitch cable, and footswitch interface (printed circuit board (pcb) were replaced as a preventive measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event, cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The issue was confirmed, via event logs. The footswitch, footswitch cable, and footswitch interface (printed circuit board (pcb) were replaced as a preventive measure. The system was tested and found to meet product specifications. The system and the footswitch met specifications at the time of release. The footswitch was returned for evaluation. A visual assessment of the footswitch did not reveal any non-conformity. The footswitch was functionally tested and the reported non-conformity was confirmed. The footswitch was disassembled and inspected. The contact wire was disconnected from the contact switch was found inside the footswitch. The contact wire was re-soldered back onto the contact switch and the footswitch was confirmed functioned normally. The system was determined to have met specification. The root cause of the reported event was attributed to the contact wire got disconnected from the contact switch inside the footswitch.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information was provided. The company representative who was on the phone though that the somebody was changing the cassette, but this information has not been confirmed.

Manufacturer narrative:
Additional information provided in concomitant medical products.